Manufacturer narrative:
The device was returned and investigated. The reported difficult to open or close associated with the gripper actuation issue was not confirmed via returned device analysis. The discrepancy between what was reported (one of the gripper arms did not lower) and what was observed (no issue with gripper actuation) is likely due to a combination of varying amounts of tension felt by the device during procedure versus the returned product analysis. The reported image resolution poor could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to open or close (single gripper actuation-lowering). The reported image resolution poor was due to the challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Event description:
This filed to report gripper actuation issues with the first mitraclip device. It was reported that on (B)(6) 2022, the patient presented with functional mitral regurgitation (mr) with mitral annular calcification. Reportedly, imaging was challenging due to anatomy. The first mitraclip advanced and positioned without issue. It was then noted that the posterior gripper was not lowering. The grippers were cycled three times and the issue remained. It was decided to not use and replace the device. The device was removed without issue. In replacement, another mitraclip advanced, however, this mitraclip was unable to grasp (prior to lowering grippers) and unable to capture (after lowering grippers) both leaflets due to anatomy. It was decided to not deploy any clip. The device was removed without issue. The mr remained unchanged at grade 4. There was no adverse patient effect and no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.